Event description:
It was reported that during a treatment procedure, a pressure issue occurred. The 90% stenosed target lesion was located in a moderately tortuous, non-calcified mid right coronary artery. After a thrombectomy was performed with a non-bsc extraction catheter, a 15 x 3.0mm nc quantum balloon was advanced to the target lesion. Upon inflation to 18 atms using the encore 26 inflation device, the displayed pressure on the gauge dropped. A second inflation attempt was made but the pressure gauge did not register a reading. Reconnecting the inflation device to the balloon catheter did not resolve the issue. The procedure was completed with another encore 26 inflation device and the same balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR: visual inspection of the returned device revealed that two encore 26 single devices were returned for analysis without stopcocks. The unit's components were visually and functionally examined for any damage or defect and no issues were found. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probably root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during a treatment procedure, a pressure issue occurred. The 90% stenosed target lesion was located in a moderately tortuous, non-calcified mid right coronary artery. After a thrombectomy was performed with a non-bsc extraction catheter, a 15 x 3.0 mm nc quantum balloon was advanced to the target lesion. Upon inflation to 18 atms using the encore 26 inflation device, the displayed pressure on the gauge dropped. A second inflation attempt was made, but the pressure gauge did not register a reading. Reconnecting the inflation device to the balloon catheter did not resolve the issue. The procedure was completed with another encore 26 inflation device and the same balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).